Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error during the rewind process. The patient's blood glucose at the time of incident was normal and did not require medical treatment. There were motor error alarms in the alarm history. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump passed the stop current and run current tests. We were unable to perform the self-test, off no power test, unexpected restart error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. The insulin pump had minor scratched display window.